Event description:
The pt has two leads with the same lot number. It was reported the pt's scs system was explanted due to ineffective stimulation. It was also reported the pt requested to have the system explanted bc she is seeing a neurosurgeon that will not treat her with a stimulation implant.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.